Event description:
On (B)(6) 2011, a female patient was implanted with a gore hybrid vascular graft for an av access revision in the left upper arm. It was reported to gore that the nitinol portion of the stent graft did not fully deploy. There was approximately one-fourth of the nitinol portion undeployed. The physician cut the graft portion off the partially deployed hybrid and inserted another gore hybrid vascular graft into the partially deployed nitinol stent graft. This successfully opened the nitinol stent graft. The vessel was reported to have good flow and the patient is doing fine.